Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
ADC received an email regarding a "customer's pod stopped communicating with their sensor" issue that was obtained with the use of the Abbott Diabetes Care (ADC) device, and the customer was unable to obtain glucose readings. As a result, the customer was not alerted of changes in glucose level, they became hyperglycemic with a glucose result of "500" mg/dL and experienced symptoms such as "jittery" and shaky. Subsequently, the customer was seen at the emergency room and had contact with a healthcare professional who provided insulin (dose/type unspecified) and fluids for treatment. There was no report of death or permanent impairment associated with this event.